Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, evidence of contamination was found under the up arrow, down arrow, and contrast key contacts. The contrast button was intermittently unresponsive; which has no effect on insulin delivery. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed evidence of contamination under key contacts. This report is made based on results of investigation completed on (B)(4) 2014. There was no adverse event associated with this complaint.